Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose value was 250 mg/dl. Customer stated they changed battery and insulin pump not turn on and goes away. Customer stated insulin pump buttons functions and not see the screen. Customer states the display did not return to normal. Customer advised the insulin pump will need to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.